Manufacturer narrative:
Complaint reopened for technical failure investigation. Relevant summary statements have been updated below: the processor printed circuit assembly (pca) was returned to philips product investigation lab (pil) and a failure investigation (fi) was completed. The processor pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The processor board under test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The unit powered up and displayed system failure and therapy-disabled errors as well as a message ¿insert a charged battery¿. The device did not recognize the battery¿s presence and its charge status. Device event log file was extracted and reviewed. Review determined that multiple critical failures were present. Troubleshooting determined that the system on module (som) pca was faulty. After replacing the faulty part, the unit was tested again and passed all functional testing. Fi confirmed the customer reported malfunction. Pil determined the root cause of the failure mode was a faulty som pca on the processor board. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the operational check failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
To make this case in a single reporting chain, this emdr follow up is to correct the previous submitted in error emdr initial information with MFR report number: 3030677-2023-02702. Please reder to emdr follow up with MFR report number: 3030677-2022-04773 for the further investigation detail regarding this case.